Manufacturer narrative:
No injury reported. While dealer was servicing the concentrator, the consumer noticed a burning smell. Unit is at the dealers and not in use by a consumer. Nature of complaint suggests a service error. Device is thermally protected. Manufacturer is attempting to obtain product for inspection. Filing solely on a burning smell, malfunction is not confirmed.

Manufacturer narrative:
No injury reported. While dealer was servicing the concentrator the consumer noticed a burning smell. Unit is at the dealers and not in use by a consumer. Nature of complaint suggests a service error. Device is thermally protected. Manufacturer is attempting to obtain product for inspection. Filing solely on the allegation of a burning smell, malfunction is not confirmed. (B)(4).

Event description:
The dealer alleges while working on the unit, there was a burning smell. No injury is alleged.

Event description:
The dealer alleges while working on the unit, there was a burning smell. No injury is alleged.